Event description:
Medtronic received a report that dmso and onyx cannot be pushed into the microcatheter. There was a kink at the distal tip. It was reported there was a catheter occlusion during dmso injection. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Additional information was received. Lesion characteristics were t5-t6 , type 2 spinal avm, 18.6mm x 11.56mm. Vessel tortuosity was moderate. A spinal embolization was the procedure being performed. There were no symptoms. The dead space of the delivery catheter was filled with dmso. There was friction/difficulty during flushing in the middle segment. There was no onyx reflux. The injection was continuous. No premature solidification occured as the onyx cannot be pushed inside the microcatheter, no onyx exists in the microcatheter yet.

Manufacturer narrative:
H3: product analysis #(B)(4) :equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs105-5091-150 rev. Ba as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within an opened echelon-10 outer carton. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. Dried onyx was found within the hub and within the proximal ~73.0cm from the proximal end. The echelon-10 catheter was found cut at ~147.8cm from the proximal end with the inner wire also cut. The catheter surface was found damaged (skiving type and melted). A potential rupture was also found at ~1.5cm from the distal end. The distal segment was not returned for analysis. Testing/analysis: the echelon-10 total length and usable length could not be measured as the distal segment was not returned for analysis. The echelon-10 micro catheter was flushed, and water did not exit the tip. An in-house 0.0160¿ mandrel was inserted into the hub and became stuck within the hub. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter kink/damage¿ could not be confirmed as the entire catheter was not returned. No kinks were found with the returned portion of the echelon-10. Possible causes for kinking are patient vessel tortuosity, guidewire or delivery system removed aggressively, incompatible guidewire/delivery system used, catheter entrapment or user advances/retrieves device against resistance. The customer reported vessel tortuosity as moderate, and devices were prepared per IFU. The customer report of ¿obstruction of flow¿ for the onyx was confirmed. It is possible the reported kinking of the micro catheter caused the onyx to be obstructed within the micro catheter. It is also possible onyx can solidify if it comes into contact with blood or saline. The distal micro catheter was found cut and with skiving type damage. The cause of the cut could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.